Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the impedance issue was not resolved, and no surgical intervention was planned or scheduled at this time. It was noted that the manufacturer representative was able to use two electrodes that allowed the patient the ability to control amplitude. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient's ins was replaced due to normal battery depletion. The representative didn't know the cause of the impedance issue. The patient was utilizing adaptive stimulation or having their lead replaced to resolve the issue. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient's ins was replaced on (B)(6) 2018 and they are turning it on today so the caller can program the patient with the tablet to where they achieve appropriate stimulation but then as soon as they use the patient controller it shows out of regulation (oor) so the patient can only decrease and not increase. The caller stated electrode impedance and check connectivity shows impedances are in range. The caller then indicated the patient is programmed with 0+ 1- 2- 3+ and with reference 0, impedances are 3600, 3900, and 4100 ohms. The caller stated impedances were actually higher at the case on saturday and on the other half of the lead 3 of the 4 contacts are showing over 18k ohms. While on the call, the caller mentioned that the patient went from sitting to standing and all impedances increased. The caller originally had the patient programmed with pulse width 450, 200 rate and so they changed 200 pulse width and 40 rate but then were seeing oor at an even lower amplitude than before and the patient wasn't feeling anything. The caller changed to 300 pulse width and 40 rate and still was able to achieve stimulation with tablet but then went to controller and saw oor and were able to decrease but then not able to increase back to where they had previously programmed stimulation. The caller stated they would call back if necessary but they needed to train the patient on recharging. At the end of the call, they were still seeing oor on the controller, but the patient was feeling stimulation comfortable while walking around. No further complications were reported. No additional patient symptoms were reported.